Manufacturer narrative:
The stretching of the corkscrew was cause by the application of a tensile force while the tip was fixated. This stretching could have affected the ability to properly place the lead and obtain capture with subsequent attempts. The lead is electrically ok.

Event description:
The reporter indicated improper capture and the physician was unable to position the lead. The device was not implanted.